Event description:
It was reported that "per email:we have had 3 recent events where 250 ml of 250 ml, 55 ml of 250 ml and 50 ml of 250 ml of fluid was remaining within the cadd cassette reservoirs that were programmed correctly to infuse the entire cadd. We suspect there is an issue with the cadd pumps themselves, but I wanted to inquire about any design changes or changes in the expected volume of waste expected for product numbers: 21-7308-24, 21-7309-24 or 21-7310-24 in the recent past."

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that "per email:we have had 3 recent events where 250 ml of 250 ml, 55 ml of 250 ml and 50 ml of 250 ml of fluid was remaining within the cadd cassette reservoirs that were programmed correctly to infuse the entire cadd. We suspect there is an issue with the cadd pumps themselves, but I wanted to inquire about any design changes or changes in the expected volume of waste expected for product numbers: 21-7308-24, 21-7309-24 or 21-7310-24 in the recent past."

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.